Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the right coronary artery. A 2.75 x 32 synergy drug-eluting stent was deployed to treat the lesion. However, the stent balloon did not come down all the way and when tried to remove the balloon, it sucked the guide catheter damaging the freshly deployed synergy stent. The stent accordioned and shortened in the ostium. Another stent was placed on the proximal and the procedure was completed. There were no patient complications reported and the patient was fine.